Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs- paddle leads upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 7072046.

Event description:
It was reported that following an implant procedure the patient had hematoma that was causing no feeling on legs. The patient underwent an emergency explant procedure and was doing well postoperatively. The explanted ipg and paddle lead were discarded.